Manufacturer narrative:
Medtronic (B)(6) has received the suspect device/component from the customer for evaluation. Evaluation is in process. Section a: patient information cannot be provided due to the restriction by the japan privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a mix oxygen (o2) flow out of range and operated only with air. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Per review of repair details and diagnostic codes there was evidence that the device entered backup ventilation (buv) at the time of the event.

Manufacturer narrative:
Correction: section h6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator generated a mix oxygen (o2) flow out of range and operated only with air. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed a relevant diagnostic code confirming that the ventilator entered backup ventilation. There was a noise of leakage inside the tube, the extended self test (est) leak test could not be passed therefore, the sp replaced the mix proportional solenoid (psol), the ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One air / oxygen mix psol was received for failure analysis. The unit failed the mix leak test. It was confirmed that there was contamination on the seat carrier and markings on the concentric circle of the poppet which is the sealing ring. This contamination would not enable the poppet to seal correctly causing a leak. The reason for contamination or what caused it is unknown. The cause of the event was isolated to contamination of poppet in mix psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.